Event description:
Patient underwent brachytherapy radiation treatment for breast cancer. While in route to the patient's home, the implanted balloon had ruptured. Patient returned to the physician's office where the physician replaced the ruptured 3-4 cm sized balloon with a 4-5 cm size balloon. It was observed that the balloon had split along its side. No serious injury was sustained by the patient, and the patient returned home after the balloon was replaced with no further incident. Internal tracking number: (B)(4).

Manufacturer narrative:
Device failure analysis: the balloon of the device had a longitudinal tear along the seam or mold parting line. The failure mode is of the same failure signature as the balloon failures of previous MDR customer complaints filed under the following report numbers: 3005594788-2013-00001, 3005594788-2013-00002. Corrective action was initiated to effect several improvements in the manufacturer's process to reduce the occurrence of the balloon failures in the field. An investigation of the lot history record for the suspect part confirmed that the associated lot was produced in december 2011 and predated the implementation of the process refinements effected in 2013 by the corrective action.